Manufacturer narrative:
Review of production records show lot# 2312-01 was built using approved materials and release procedures were carried out by a trained operator. No anomalies were reported in the production record.

Event description:
Canaloplasty only procedure with itrack advance was conducted on (B)(6) 2024. No issues were identified during this procedure. Patient pre surgery iop was 30mmhg, 1 day p/o it was 40 mmhg, several days later the iop was 50mmhg. One-week post op, a second surgery (trabeculotomy) was performed due to patient's elevated iop. During the second surgery, at least 20mm of the distal end of the itrack advance catheter shaft was found in schlemm's canal.